Event description:
The machine stopped suddenly with abnormal alarm sound at midnight. The patient went into serious situation. The doctors replaced the machine with sv900c and the patient was rescued.